Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0365 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that both valves and the reservoir are permeable. Adjustment test: both valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function of both valves is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results: first, we performed a visual inspection of the prosa shunt system. A deformation of the outer housing of the prosa valve was observed through the visual inspection. The deformation was confirmed through a measurement of the parallelity of the valve housing. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable and their opening pressures were operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the valves. The valves operated as expected and met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the valves. Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. At the time of the examination, it is not clear to us how the functional impairment occurred. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a prosa shunt sytsem with progav 2.0. The surgeon suspected that the system was clogged. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Height: 160 cm. Gender: unknown. Date of implantation: (B)(6) 2020. Date of removal: (B)(6) 2020.